Event description:
It was reported that on an unknown date in 2018, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On an unknown date, the patient presented with a type ii endoleak and was treated with embolization. On (B)(6) 2023, the implanted device was explanted to treat the type ii endoleak.

Manufacturer narrative:
Imaging evaluation: one set of post-implantation computed tomography angiography is available for evaluation. No date on imaging. Metallic density visualized on the axial images at the posterior sac (probable embolization material). Due to streak artifact caused by this metallic material, cannot confirm communication of vessels with the sac at this level. There appears to be contrast pooling in the posterior aneurysm sac just proximal to the metallic density. These findings are consistent with a type ii endoleak involving lumbar arteries that were attempted to be embolized. Maximum abdominal aortic aneurysm diameter appears to be 82.1mm x 83.0mm. Explant evaluation: the explanted device was separated into four different segments and each segment was evaluated separately. Segment 1 (trunk ¿ ipsilateral leg): the device fragment was reported to measure 114 mm in length. The contralateral gate appeared to be circumferentially transected. The albumen was generally devoid of tissue except for scattered plaques of red-brown material. The lumens of the contralateral gate and the trunk ¿ ipsilateral leg had thin coatings of dark red-brown material and were widely patent. There appeared to be a partial transection approximately four stent rows from the distal end of the trunk ¿ ipsilateral leg towards the proximal end of the device. Segment 2 (contralateral leg implanted on contralateral side): the device fragment was reported to measure 58 mm in length with extremity a circumferentially transected. The segment was either a fragment of a contralateral leg or iliac extender endoprosthesis. An unknown portion of a constraint sleeve was attached at extremity b. The albumen was generally devoid of tissue except for scattered plaques of red-brown material. The lumen had a thin coating of dark red-brown material and was widely patent. Segment 3 (contralateral leg implanted on ipsilateral side): the device fragment was reported to measure 63 mm in length with extremity a circumferentially transected. The segment was either a fragment of a contralateral leg or iliac extender endoprosthesis. An unknown portion of a constraint sleeve was attached at extremity a. From extremity a and extending about 50% towards extremity b was an area of thickened, dark brown biologic material on the abluminal surface of the device fragment. The albumen of the rest of the device fragment was generally devoid of tissue except for scattered plaques of red-brown material. The lumen at the edge of extremity a had an area of slightly thickened light tan biologic material, and the entirety of the lumen had a thin coating of dark red-brown material and was widely patent. Segment 4 (contralateral leg implanted distal to segment 3): the device fragment was reported to measure 62 mm in length with extremity a circumferentially transected. Extremity b had white suture line present (presumed constraint sleeve attachment site). The segment was either a fragment of a contralateral leg or iliac extender endoprosthesis. The albumen was generally devoid of tissue except for scattered plaques of red-brown material. The lumen had a thin coating of dark red-brown material and was widely patent. From gross images all material disruptions (i.e., transected ends, grasping/pulling), appear to be consistent with those caused by surgical instrumentation (i.e., scalpel, scissors, hemostats), likely used during the explant procedure. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on an unknown date in 2018, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the implanted device was explanted to treat a type ii endoleak.

Manufacturer narrative:
The explanted device was processed by a third party lab. The report from the third party lab and, if necessary, the device itself will be evaluated as part of the investigation. The lot/sn is unknown. Additional information has been requested from the physician. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.